Manufacturer narrative:
The axium prime coil was returned for evaluation without the competitor headway 17 microcatheter. The axium prime coil was found to be within the opened axium prime coil inner pouch. The axium prime pushwire was found to be already outside of the introducer sheath. Under the microscope, the implant coil was found to be broken from the pushwire with a broken polypropylene filament. The implant coil was found to be stretched and extending out from both ends of the introducer sheath. All other subassemblies appeared to be normal and no other anomalies were observed. The axium prime coil could not be used for testing with an in-house microcatheter due to its damaged condition. Based on the axium prime analysis and the event description, the report could not be confirmed. The axium prime coil could not be used for testing with an in-house microcatheter. Possible contributing factors to the reported event include the use of an incompatible device for delivery, severely tortuous patient anatomy, failure to hydrate the axium coil prior to use, and lack of continuous flush during delivery. The headway 17 microcatheter was found to be compatible for use with the axium coil. In addition, it was reported that successful hydrating of the axium coil and continuous flush was utilized during the event. The tortuosity of the patient anatomy was reported to be moderate. The axium implant coil was found to be stretched with a broken polypropylene filament and with the coil broken from the pushwire. The user did not report the detachment of the implant coil from the pushwire, it is possible that the implant coil detached from the pushwire during shipping back to medtronic for evaluation. All products are 100% inspected for damage and irregularities during manufacture. Per the axium detachable coil instructions for use (IFU): warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the coil encountered resistance within the catheter¿s middle and distal section. Upon retrieval of the coil it stretched and was damaged. This event occurred during the treating of a ruptured left sided acom aneurysm. Upon delivery of the 2nd coil, there was resistance when advancing the coil, after its sleeve was taken out completely. The coil was advanced twice, but it was unable due to the resistance. It was decided to remove the coil. It was attempted to re-sheath the coil into its sleeve. After inserting some part of the coil into the sleeve, it was realized that the coil was not retracting into the sleeve. The coil was unable to be retrieved. Therefore, it was decided to remove the headway along with the coil. The headway was removed very slowly from within the aneurysm. After removing devices, it was again attempted to retrieve the coil, and in doing this entire coil stretched and damaged. No patient injury occurred. There was no damage to the catheter. Continuous flush was administered during the procedure. The device and any accessory devices were prepared as indicated in the IFU. The aneurysm was rupture, saccular, max diameter 7.2mm, neck diameter 1.5mm. The blood flow was normal. The anatomy was moderate was tortuous.